Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the patient returned to the outpatient infusion center approximately a week after insertion. The catheter wasn't working well so it was removed. Upon removal, the nurses noted a kink with a hole in it. The catheter was not inserted in an area of flexion and was secured by a tegaderm with a 4x4 gauze placed under the catheter hub. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient returned to the outpatient infusion center approximately a week after insertion. The catheter wasn't working well so it was removed. Upon removal, the nurses noted a kink with a hole in it. The catheter was not inserted in an area of flexion and was secured by a tegaderm with a 4x4 gauze placed under the catheter hub. No patient harm was reported. The patient's condition is reported as fine.